Event description:
Pt developed endophthalmitis postoperative. A vitrectomy was performed and intraocular antibiotic injection was given. Unk if product caused the reported observation. Lens remains implanted in the pt's eye.